Event description:
Philips received a complaint by the customer on the v60 indicating that the device cannot be reset. It was stated by the staff that it was not able to activate alarm reset button at top of display while in use, no patient harm, verified alarms are able to be activated and cleared manually, unit cycles and alarms normally, touchscreen calibration failed top portion of test, no impact damage noted, screen is clean, requests troubleshooting. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace touchscreen to correct. The investigation is ongoing.

Manufacturer narrative:
The customer requested troubleshooting since there was not any impact damage, and the screen was clean. The rse advised the customer to replace touchscreen, and the customer acknowledged. The rse provided the part number and price of the touchscreen replacement to the customer for repair. The customer replaced the touchscreen, and the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.